Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, seven days following an open thyroidectomy procedure, a seroma on both sides has formed and the patient felt pain. A second operation was done to remove the patch. The surgeon found gel-like substance around the area of the patch. The area was rinsed and drainage was placed. The patient's hospitalization was extended by five days. It was reported that when the product was applied, there was less blood, but after placing it, it was sufficiently moistened.